Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The issue was resolved by replacing the measurement cartridge. The data files for the two rp 500 analyzers have been received for investigation.

Event description:
The customer reported discrepant glucose results on the rp 500 when compared to a non siemens lab analyzer. There was no report of injury due to this event.